Event description:
It was reported that a hole in the sheath occurred. A rotapro 1.50mm was selected for use in a percutaneous coronary intervention to treat a 90% stenosed, severely tortuous and moderately calcified lesion, located in the rca mid. Following ablation for 20 seconds at 180,000rpm, test ablation was performed outside the body to adjust to 190,000rpm. The speed did not increase more than 140,000rpm and the display was 10,000rpm lower. When the burr was checked outside the body, it was noted the catheter was worn, bent and a hole was noted. The procedure was completed with another device with no reported patient injury.

Manufacturer narrative:
Correction to field d4: lot number and expiration date.

Event description:
It was reported that a hole in the sheath occurred. A rotapro 1.50mm was selected for use in a percutaneous coronary intervention to treat a 90% stenosed, severely tortuous and moderately calcified lesion, located in the rca mid. Following ablation for 20 seconds at 180,000rpm, test ablation was performed outside the body to adjust to 190,000rpm. The speed did not increase more than 140,000rpm and the display was 10,000rpm lower. When the burr was checked outside the body, it was noted the catheter was worn, bent and a hole was noted. The procedure was completed with another device with no reported patient injury.

Event description:
It was reported that a hole in the sheath occurred. A rotapro 1.50mm was selected for use in a percutaneous coronary intervention to treat a 90% stenosed, severely tortuous and moderately calcified lesion, located in the rca mid. Following ablation for 20 seconds at 180,000rpm, test ablation was performed outside the body to adjust to 190,000rpm. The speed did not increase more than 140,000rpm and the display was 10,000rpm lower. When the burr was checked outside the body, it was noted the catheter was worn, bent and a hole was noted. The procedure was completed with another device with no reported patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: details of analysis: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the sheath was damaged at 113cm and 116cm from the burr housing strain relief. During attempted manipulation of the coil using the advancer knob, resistance was felt due to friction between the coil and the damaged portions of the sheath. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was not able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device stalled and would not run. In order to determine the cause of the stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected. Destructive testing was unable to identify the cause of the device stall. Product analysis confirmed the reported event, as the sheath was damaged and created resistance when attempting to manipulate the advancer knob. The reported rotational speed issues and kink could not be confirmed, as there were no kinks identified to the device and the device stalled. Destructive testing was unable to identify the cause of the stall.